Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to externalization observed via x-ray. High lead impedance was also noted. The patient condition before, during and after the procedure was stable.